Event description:
Patient called to report an adverse event involving her saline breast implants. Patient stated she was implanted in 2005, but the last 5 years she's felt very unwell. Patient stated she experiences major fatigue, she's constantly tired, short-term memory fog, hives almost daily, poor circulation, cold hands and feet, joint pain, and her anxiety is worse. Patient stated she's been to many doctors and spent 3 days in a mental hospital due to just feeling overall bad. Patient believes these symptoms are related to her breast implants and is planning to have them explanted soon. Patient said she will follow up with manufacturer information after explant.